Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported 63 year old male patient on impella cp for support for acute myocardial infarction. The procedure was completed but post-explant, the patient began to have complaints of pain in the groin area. Ultrasound was ordered and a pseudoaneurysm was identified. Interventional radiology was consulted, and plans are to inject thrombin into the pseudoaneurysm. The patient survived the procedure.

Manufacturer narrative:
The investigation of vascular damage issue has been completed. Pump was not returned for investigation. Clinical information provided is very limited. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-26513. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26513.